Event description:
The hospital reported that during an endoscopic vein harvesting procedure, as soon as the harvester laid the dissection tip in the incision, the very tip of the dissection tip came off. The harvester picked the broken piece out with no additional intervention required. A replacement kit was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the dissection tip detached from the juicer body at the point where they were glued together with adhesive. A detailed visual inspection of the juicer and dissection tip components showed that no residual adhesive was present on juicer od or dissection tip ID. The tip slides easily on and off juicer body. When the dissection tip was reassembled with the juicer body, it formed a complete assembly. The reported failure was confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.